Event description:
It was reported that a malfunction occurred on the customer's pump. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer with resetting the pump and provided guidance on how to handle future malfunctions. The pump reset successfully, and the customer was advised to continue using it and to call back if the malfunction code recurs.